Event description:
A medtronic representative reported that, while in a procedure, the navigation system received a communication error on both the emitter box and the axiem box. When the emitter was un-plugged the axiem status remained red. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The device was sent to the vendor for further analysis. The vendor found that the device had a an issue with the pcb assembly. The vendor replaced components, repaired the device, and the device was then found to be fully functional. The vendor confirmed the reported issue. The hardware investigation found that the reported event was related to an electrical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. The cranial application showed red status and had error, "axiem emitter low drive error". Diagnostics showed an electrical fault on coils 1, 2, and 3. The reported event was confirmed. The device was replaced to resolve the issue.

Manufacturer narrative:
Patient weight not made available from the site. RMA issued. Replacement axiem 4 port shipped to site (B)(4) 2014. Medtronic representative reported that replacing the axiem box on the navigation system resolved the reported issue. On (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Suspect emitter not returned to manufacturer for analysis.